Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the ER after receiving several shocks due to noise. The noise was reproducible with manipulation and isometric testing. The patient experienced a fall and hit the area on his chest where his ICD was located and this may have contributed to the noise detection. On (B)(6) 2016, the lead was capped and replaced and the device was explanted. The patient is currently stable.